Event description:
MFR received a report of a person becoming overcome with smoke and fumes when a lift out chair caught on fire. The user, who was not in the chair at the time of the incident, allegedly died as a result of the incident. Eval of the chair and the home by the MFR and insurance reps concluded that the source of ignition was not the motor of the chair.